Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure through the internal jugular vein using the powerport m.r.I. Isp. During the procedure, issues were observed with both infusion and suction. No deformation or bending of the catheter was detected. The issue was identified before the final closure of the incision. The catheter angle and length were adjusted intraoperatively; however, no improvement was observed. The catheter was removed and replaced with a new set to complete the implantation. There was no reported patient injury.